Manufacturer narrative:
The clip delivery system returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported difficult or delayed activation (difficult to deploy) could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). The reported difficult or delayed positioning and single leaflet device attachment (slda) could not be replicated in a testing environment as they were related to patient/procedural conditions (operational circumstances). The reported physical resistance/sticking of the gripper line could not be replicated in a testing environment due to the returned condition of the device (gripper lines were not returned). All available information was investigated and a cause for the reported difficult or delayed activation (difficulty to deploy the clip) and difficult to remove the gripper line (physical resistance/sticking) in this complaint could not be determined. The slda was related to the procedural circumstances of the difficult clip deployment and due to the troubleshooting, performed to deploy the clip. Lastly, the reported difficult or delayed positioning (difficulty grasping the leaflets) was related to patient morphology/pathology and due to short posterior leaflet. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to the difficult deployment and single leaflet device. It was reported that on (B)(6) 2020 and mitraclip procedure was performed. The patient presented in poor health condition, a dialysis catheter positioned within the right atrium, heart failure, functional mitral regurgitation (mr) grade 4+, calcified mitral leaflets and mitral annulus, long atrium, and a short posterior mitral leaflet. Before any mitraclip device, the transseptal access with the non-abbott wire was difficult due to the previously placed dialysis catheter. After four attempts, the transeptal was satisfactory. The first clip delivery system (cds0701-ntw 00326u124) advanced and grasped the mitral leaflets with difficulty due to the short posterior leaflet. A satisfactory grasp was made and deployment performed per instructions for use (IFU). The clip however, was not detaching from the mandrel. Standard troubleshooting was performed, the device was re-positioned and different views obtained. The clip however, was still not separating from the mandrel. The gripper lever cover, caps, and latches were then purposely detached by the operator, and the gripper lines were noted tight, not able to be moved. The physician moved the stabilizer and the clip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). The actuator knob was rotated again, more than the previous, already performed 8 times per IFU, and the actuator knob was pulled again. The clip then detached from the mandrel. The gripper line was successfully removed, without further resistance. Another mitraclip (cds0701-ntw 00326u125) was successfully implanted next to the slda clip, stabilizing the slda clip. The mr had been reduced to grade 1-2. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided regarding this issue.